Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had no coupling bars. The rep was asked to position the antenna over the ins and had poor coupling, repositioning did not resolve the issue. Antenna locate was used and the result was 56. It was noted that there was some post-surgical swelling, the ins could be felt but also may be tilted. The rep was going to follow-up with the patient in a few days when they have access to recharging. No further complications were reported or anticipated. Additional information was received from the patient on 2017-05-17. The patient reported that they had the recharger plugged into the wall and the desktop charger box where the green light was, the box got hot and the recharger battery only charger halfway, so they unplugged everything and put it away. During the call, this did not appear to be an issue and the recharger battery went from half to full and appeared to be working as designed. The patient reported that there was poor communication. The patient reported at first that they had never charged the neurostimulator (ins), but then stated they charge it on (B)(6) 2017 with a manufacturer¿s representative (rep) and got 2 boxes at the bottom. The patient reported that they were connected but getting zero coupling bars. The patient reported that the patient programmer was displaying stimulation was on and ins battery was half full. The patient reported that they couldn¿t feel the ins with their hands and there might be some swelling from the surgery.no further complications were reported. Additional information was received from the manufacturer representative. It was reported that they tried a different recharger and continued to get only two coupling bars. The manufacturer representative stated that they were having a difficult time feeling the patient¿s implantable neurostimulator (ins) and thought the device was too deep and tilted. It was noted that they were able to interrogate the patient¿s ins using the clinician programmer 8840. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the rep met with the patient to see if she was able to receive coupling bars and charge; the patient was. It was noted that this was a patient complaint issue. The patient did not spend the time to properly charge. The patient was to meet with the patient later in the week of (B)(6) 2017.